Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient has a scs system for off-label use. Device 1 of 2. Reference MFR report #: 1627487-2016-00763. It was reported the patient had a car accident and one of the supra-orbital leads migrated. In turn, the patient stopped receiving effective stimulation. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR report #: 1627487-2016-00763 . Follow-up revealed the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-00763. Follow-up revealed the patient's left supra-orbital lead was repositioned on (B)(6) 2016.